Manufacturer narrative:
(B)(4). B5: describe event or problem d4: additional device information - correction e1: reporter name and address - correction h2: correction h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.